Manufacturer narrative:
Initial and final MDR (B)(4) -device 2 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient experienced seven events of infusion set kinked cannula from (B)(6) 2025. All the events occurred within three or more hours after insertion. The insertion site was abdomen. The infusion set was in use for twenty-four- forty-eight hours. The blood glucose level was 400-499 mg/dl and the patient got treated with correction injection via multiple daily injection. The patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.